Event description:
A customer contacted beckman coulter inc. (Bci) in regards to act 5 diff control plus was leaking when the package was received. Personal protective equipment (ppe) was not in use at the time of the event. No exposure to mucous membranes (skin or eyes) or pen lesions. Medical attention was not sought

Manufacturer narrative:
A bci field service engineer (fse) was not dispatched. The act 5 diff control plus was replaced. A clear root cause can not be determined for this event.